Event description:
It was reported that the customer's insulin pump was not delivering insulin; however, there was an absence of a no delivery alarm. It was also reported that the customer had a bent cannula. Customer's blood glucose level at the time 440mg/dl. Customer's blood glucose level at the time of the call 80mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).